Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter and implanted mitraclip referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the clip failed to establish final arm angle (efaa) (00310u167). It was reported this was a mitraclip procedure performed to treat grade 4 mixed mitral regurgitation (mr). The steerable guide catheter (00225u828) was inserted and the mitraclip delivery system (cds) (00310u167) was advanced to the mitral valve. The leaflets were grasped without issue; however, the clip repeatedly failed to establish final arm angle (efaa), and troubleshooting was unsuccessful. The clip was not implanted. When removing the cds, the fully closed clip got caught on the clip introducer and the tip of the clip introducer became mangled, causing damage to the sgc hemostasis valve. The clip was fully closed but could not be removed from the sgc hemostasis valve. The devices were removed together. A new sgc and cds (00310u166) were advanced. Grasping was successful and the clip was implanted without issues, reducing mr to 2. It is suspected the implanted clip (00310u166) caused an anterior leaflet tear. In an attempt to further reduce mr, another clip was advanced and grasping was successful. However, mr would not reduce any further; therefore, the clip was not implanted and was removed. No attempt was made to treat the anterior leaflet tear. A total of one clip was implanted, mr was reduced to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to these events. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported unintended movement clip open-efaa could not be determined. It is possible that procedural conditions during procedure (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience, however this could not be confirmed. The cause for the reported retraction problem (ci) could not be determined. Factors related to user technique that can influence clip becoming caught on the clip introducer (retraction problem) include, but are not limited to, not fully closing the clip prior to inserting the clip introducer over the clip, force applied by the user while inserting the device in preparation/patient anatomy or not following the procedural steps outlined in the instructions for use (IFU), however this could not be confirmed. The reported difficult to remove cds/sgc was an outcome of the retraction problem as the fully closed clip got caught on the clip introducer and the tip of the clip introducer became mangled. As a result, the product quality problem- unknown damage which occurred to the clip introducer appears to be an outcome the retraction problem (ci). There is no indication of a product issue with respect to manufacture, design or labeling.